Manufacturer narrative:
Initial reporter address 1:(B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break 24.5 cm proximal to the distal tip. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 18oct2022. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was found out that the shaft was kinked. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed shaft break.